Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 80% stenosis with diffuse disease. The lesion was serially pre-dilated with 1.5x12 mm and 2.0x12 mm mini trek balloon dilatation catheters (bdc) at 8 atmospheres. The 2.75x18 mm xience sierra stent was deployed at 10 atmospheres. A dissection at the distal end of the stent was noted. A 2.5x12 mm xience sierra stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.